Manufacturer narrative:
Analysis on the returned louvre cover showed physical damage on the cover. Visual inspection confirmed the louvre plate is bent and has multiple scratches. Analysis on the returned detect positioner louvre hinge determined that there was physical damage done and the hinges were broken. The part was snapped in half.

Manufacturer narrative:
Patient information was unavailable from the site. A manufacturer representative went to the site to test the equipment. Testing revealed that the upper louver cover was replaced on the imaging system to restore functionality. The imaging system then passed the system checkout and was found to be fully functional. The suspect louver cover has been received by the manufacturer for evaluation. However, results are not available at this time.

Event description:
A manufacturer representative reported that, while in a spinal fusion, a grate on the imaging system fell off at the opening of the gantry. It was reported that an unintended noise emitted from the gantry, however, it was noted that the image acquisition was performed successfully. Upon opening the gantry, the grate fell and though partially attached. It was reported that the component did not come into contact with the sterile field or patient. The imaging system was then removed from the operating room (or). There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.